Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows: "a unused tube was sent to us, they have tested the tube with a suction catheter ch 14, in the tube. It stopped about 15 cm in the tube, at the inlet of the external suction port."

Manufacturer narrative:
This event, as reported is deemed a serious malfunction because if it recurs while the ett is in use, it would require medical intervention to re-intubate a patient. Although the blockage was discovered prior to use, while the device was being tested, a recurrence is likely to lead to a serious adverse event because a patient's oxygenation status would be jeopardized if a blockage interrupted oxygen flow. Reported to the FDA on february 27, 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.